Event description:
This patient had elevated serum markers following the index procedure and a myocardial infarction. This patient presented to cath with ischemia/silent ischemia. Lv ejection fraction was 60%. Pre-procedure medications included aspirin and statins. Intra-procedure medications included unfractioned heparin, beta blocker, thrombin inhibitors, plavix (clopidogrel of 600 mg. Pci was performed on an 80% de novo lesion in the mid lad of 30mm in length in a 2.75mm diameter vessel. The lesion had little to no calcification. Timi iii flow was recorded pre-procedure. The lesion was pre-dilated with an unknown balloon at unknown atm before deploying a 2.5/18mm cypher stent (catalog and lot numbers unknown) at unknown atm. A second cypher stent 2.5/23mm (catalog and lot numbers unknown) was deployed next in an overlapping manner at unknown atm.